Event description:
Same case as MDR ID 2134265-2012-01642. (B)(4) study. It was reported that following a percutaneous coronary intervention (pci), the patient developed in-stent restenosis. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion #1 was located in the mid lad (left anterior descending artery) with 60% stenosis and was 15 mm long with a reference vessel diameter of 3mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00mm x 20 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was located in the proximal rca (right coronary artery) with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with pre-dilatation, placement of a 3.50mm x 16mm taxus element stent and followed by post-dilatation. The subject was discharged in (B)(6) 2011 on aspirin and clopidogrel. Post index procedure in (B)(6) 2012, the subject was admitted with in-stent restenosis on proximal rca and mid lad. No action was taken to treat this event and the subject was discharged.

Event description:
It was further reported that the event angina class 3 is related to both stents.

Event description:
It was further reported that a non-target lesion in the proximal rca (right coronary artery) was treated with angioplasty with significant 50-70% residual stenosis at the time of the index procedure and was treated in a staged procedure. In (B)(6) 2012, the subject presented with dyspnea on exertion and was hospitalized on the same day. Renewed examinations showed severe lesions in three coronary vessels. Due to progression of symptoms, the patient accepted to undergo intervention. In (B)(6) 2012 the subject underwent 3 CABG (coronary artery bypass graft) with lima (left internal mammary artery) to lad, svg (saphenous vein graft) to the marginal branch and svg to pda (posterior descending artery). The subject was discharged on aspirin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. Age: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).